Manufacturer narrative:
**UDI related data quality updates only** corrected information for supplemental medwatch report 001 ¿ section d4, model #, of the initial medwatch report stated: prt-01185-000. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(6). Section d4, UDI #, of the initial medwatch report should have stated: (B)(6).

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it continuously rebooting was confirmed. Ventec opened the device in order to perform a visual inspection and observed that a capacitor on the control board, designator c304x, was electrically damaged and discolored. In addition, ventec observed that the internal flow transducer (ift) was damaged due to the lcd cable being routed incorrectly, resulting in it pressing/putting pressure against the ift. Ventec replaced the damaged control board and ift to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board and ift, however, further component level cause could not be conclusively determined.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed that it continuously rebooted. There were no reports of patient involvement associated with the reported event.